Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle / check te messages) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle connector and internal black pulse wire were damaged. The cause of the constant 'check te' messages is the damaged connector and internal wire. The root cause of the damaged connector and wire is excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor case was damaged at the belt receptacle and the monitor was producing constant 'check te pad' gong alerts.